Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that during debridement, mesh and skin graft procedure of the right thigh, the dermatome was skipping and causing tears of the skin graft. The customer stated that they returned an air dermatome device, for evaluation. However, the customer did not provide a serial number during follow up. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the customer did not provide a serial number during follow up. Repair of the air dermatome is unknown as the customer did not provide a serial number during follow up. The reported event was non-verifiable since the initial inspection was unable to be performed as the customer did not provide a serial number during follow up. The root cause of the reported event could not be specifically determined with the information that was provided. The initial inspection was unable to be performed as the customer did not provide a serial number during follow up. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the during debridement, mesh and skin graft procedure of right thigh, the dermatome was skipping and causing tears of the skin graft. The device was removed from the field and used an alternate dermatome and there was no patient harm. The procedure was completed and initial harvested graft was usable. No adverse events were reported as a result of this malfunction.